Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Date of event: month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was staple malformation during operation, so he changed another cartridge and transacted same tissue, and finally could finished the transaction. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: p55019. Investigation summary: the analysis results showed that one gst60g reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.